Event description:
It was reported: "when the electrode was removed from the right side it was mildly inflamed, smell of burning and no obvious signs of burning." This pt underwent a planned cardioversion. The pt was treated with a cream, flamazine, which was administered to treat the inflammation, the pt was not admitted to hospital. Pt was discharged that day. Two (2) sets of r2 pads were utilized for the cardioversion (both same catalogue number, different lot numbers). This medwatch is associated with medwatch 1320894-2010-00114 which reports regarding the second set of r2 pads used in the procedure.

Manufacturer narrative:
Conmed could not confirm nor unconfirm this complaint. The original samples were not returned nor photos received related to the reported injury. For this reason, we could not determine actual failure mode or root cause. Lot samples were returned to conmed for eval. A 24-month review of the customer complaint history for r2 pads has shown (B)(4) similar complaint. A review of the mfg documents from the DHR/lhr for lot 0911021 has verified the devices were produced according to current and approved procedures and material specs. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. Two of the randomly selected devices were inspected for continuity and specific temperature. Data collected through testing of the returned lot samples met the specs. A possible cause of the complaint could be deformation of the gel or dry gel used during the operating procedure. Drying of the gel could occur if the package was opened way before the operating surgery. Instructions for use, IFU, of the device specifies that "do not open package until immediate prior to use". Furthermore, IFU specifies that "do not use if pad is damaged or gel area is dry". Another possible cause for this failure mode could be improper r2 pad placement during the operating procedure. IFU specifies that "firmly roll the electrode onto skin to eliminate air pockets". Pad inflammation might occur if there are any air pockets present on the pt skin site. No root cause analysis could be done without examining the actual product. Conmed has not identified nor confirmed any mfg defects associated with the returned lot samples. Corrective action is not recommended at this time. Conmed considers this complaint closed.